Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # unknown, item name metasul iiner hip, lot # unknown. Item # unknown , item name head hip, lot # unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4). Lot number unknown.

Event description:
It was reported that patient underwent revision surgery due to soft tissue laxity. Implants were well integrating and solid.

Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that patient was implanted on (B)(6) 2007 and underwent revision due to (B)(6) 2007 due to soft tissue laxity - cup version was fine and there was no rim impingement. Fitmore cup was integrating well. Stem solid. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated x-rays were received for review. They show a hip prosthesis in the left hip. The contour of the shell does not match the contour of a allofit shell with screw holes. Therefore, it is assumed, that these x-rays were taken after the allofit shell was removed. Surgical report: the surgical report of the implantation surgery has been reviewed. The report states the revision of the cls expansion shell. It was revised with a 65 mm fitmore shell which is held by 2 screws, a metasul liner and a ø32 +8 metasul head. No complications or contributing factors relevant to the reported event have been identified. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. Conclusion: it was reported that patient was implanted on (B)(6) 2007 and underwent revision due to (B)(6) 2007 due to soft tissue laxity - cup version was fine and there was no rim impingement. Fitmore cup was integrating well. Stem solid. Neither x-rays, operative notes nor office visit notes relevant to the reported event were recieved. Further, no device or photos of the devices were received; therefore the condition of the components is unknown. Patient factors that may have affected the performance of the components or the reported joint laxity and relevant medical history are unknown. Based on the available information the reported event cannot be confirmed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). As reported, the revision surgery was performed due to soft tissue laxity. Event found to be related to a patient specific condition and is therefore possibly not related to the product. However, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00168, 0009613350-2020-00169, 0009613350-2020-00170.